Manufacturer narrative:
Other - clogged/obstructed tubing. Other - silicon tubing (.062 "ID;.125"ID;.032'd). The initial test results showed all measured parameters (wbc, rbc, hgb, plt) flagged as out of range low (dispersional data alerts). The fsr visited the account in 2008, fluid movement in the valves, tubings and fittings were obstructed. The fsr replaced tubing. Silicon tubing, having 062"ID (interior diameter), was replaced as worn. Tubing measuring .125"ID and .032"ID were also replaced. Controls were run and all passed. The issue was resolved by replacing worn tubing. Cell-dyn sys 1800 operator's manual, 07h80-01, rev d: on page 3-25 dispersional data alerts are discussed:" a result that falls outside a lab action limit can also indicate the need for the operator to follow a lab protocol, such as repeating the sample, performing a smear review or notifying the physician." Section 10 provides a guide for troubleshooting. (Pages 10-11 through 10-13). Under data problems, short samples are mentioned. The probable causes for short samples may be: the specimen; blockage in the aspiration probe; air leak in the tubing; poor drainage of the pre-mix cup; malfunctioning solenoid valve. (P. 10-32) a review of the complaint analysis trending reports, for the period august 2007 through feb 2008, did not indicate any adverse trend with the cell-dyn 1800, list base 07h77-01, for issues with discrepant results on multiple parameters. There was no systemic issue. This is the final report.

Event description:
The account stated that the cell-dyn 1800 analyzer has generated discrepant results on one pt sample. The initial results were reported out and questioned by the doctor. The pt returned the next day to be redrawn. The account provided the initial and repeated results: initial results: wbc=2.5 k/ul, redrawn results: wbc=6.5 k/ul. Rbc=1.96 m/ul, rbc=4.54 k/ul. Hgb=5.3 g/dl, hgb=12.8 k/ul. Hct=16.7%, hct=39.6%. Plt=97 k/ul, plt=247 k/ul. The account requested svc. There is no impact to pt mgmt reported.